Event description:
The patient experienced a blood infection and was placed on antibiotics. The patient has been very short-winded, high heart rate (98-100) and the lower part of their heart is fluttering. The lead remains in use. No further patient complications have been reported as a result of this event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).